Manufacturer narrative:
Additional information was received that the patient's work was in the hospital unrelated to the stimulator and no further information could be obtained.

Event description:
A report was received that the patient was experiencing increased and excruciating pain in the hips and lower back. The patient was also having constant feeling of disturbing levels of vibration in the body when the device was turned off. Several reprogrammings were done but all were unsuccessful. The patient was also given several cortisone injections with no relief.

Manufacturer narrative:
Date of event: february 2018 additional suspect medical device component involved in the event: model #: sc-8336-50 serial #:(B)(4) description: coveredge 32, 50cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing increased and excruciating pain in the hips and lower back. The patient was also having constant feeling of disturbing levels of vibration in the body when the device was turned off. Several reprogramming's were done but all were unsuccessful. The patient was also given several cortisone injections with no relief.